Manufacturer narrative:
Device was returned to supplier not the manufacturer on an unknown date for evaluation. Product investigation: article sd900.008: investigation summary from manufacturer; optical scan of the returned product: the splints were returned after the surgery and an optical scan was compared to the designed stl files: for the intermediate splint the mean value (0,09 mm) and the standard deviation (0,35 mm) values of difference between the optical scan and the stl show that there are no significant deviations from the splint design (the difference between the design of the splints and the splints that were used in the surgery is within the acceptance criteria). For the final splint the mean (0,06 mm) and standard deviation (0,14 mm) of the analysis comparing the difference between the optical scan and the stl designed are even smaller and so the conclusion is that there is no significant difference between the design of the splint and the returned splint design (the difference between the design of the splints and the splints that were used in the surgery is within the acceptance criteria). Device history record review done from manufacturer: the splints passed all the quality steps. The splint was produced and then fitted on the printed sls models of the teeth since no physical casts were available. The sls models were produced based on the designed sla model sent to the surgeon. The difference between the design of the splints and the splints that were used in the surgery is within the acceptance criteria. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that final orthognathic splint appears to be "too thick"; or the tooth impressions appear to be "not thin enough" at the posterior region on both lhs and rhs, at (B)(6) 1st molar and 2nd molar. A 2 mm posterior open bite in this region resulted once the splint was removed. The surgeon had to remove 6 x screws (1 x screw became damaged and took him 45mins to remove), check the fitting of the final splint again, and then proceed without the final splint in place. Final occlusion achieved without the final splint being used. The surgeon achieved the final desired occlusion freehand, without using a splint. Overall there was a 90 minute delay in surgery. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.